Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) had recreateable noise on the right ventricular (rv) channel. The caller requested troubleshooting options. All lead measurements were within normal limits.

Manufacturer narrative:
A boston scientific technical services (ts) consultant discussed that the field representative should discuss the option of repositioning or replacing the rv lead with the physician. The physician believed that the cause of the noise was diaphragm myopotential oversensing. Sensitivity was set to least and the patient will be followed more closely to ensure that therapy is being delivered appropriately. Defibrillation threshold (dft) testing was conducted in least to increase effective sensing of ventricular fibrillation if it occurs. As of today, the available information suggests this device remains in service without additional complication. If any additional information related to this incident becomes available, this event will be updated. The device was explanted for normal battery depletion approximately three years later. Routine device analysis was performed. Upon receipt at our post market quality assurance laboratory, microscopic visual inspections noted tool marks in the device casing. Detailed analysis showed that the lv seal plug was torn and body fluid contamination was observed in its connector block. All other seal plugs were noted to be intact and all setscrews moved freely and operated normally. Analysis testing could not confirm the reported noise or oversensing issue. The device was exposed to automated diagnostic tests that verified the performance of pacing, sensing and recording functions of the device and no anomalies were found.